Event description:
Patient has a medtronic heart ware lvad, patient called the heart and lung specialized clinic with vad controller concerns. He stated that he noted his controller was switching back and forth between batteries. He only noted this on the right side. He stated that it was happening with multiple batteries. Did confirm that he was changing one battery and the power switched and he had a complete loss of power. He confirmed that his loss of power was "less than 3 seconds". Patient denied any signs/symptoms. Patient changed his controller to his back-up controller. He felt this was the safest thing to do, as he continued to get power disconnect and critical battery alarms. Patient presented to clinic two days later after changing his controller at home. Noted multiple critical battery alarms on old controller. Denies any power switching on his new controller. Heartware medtronic notified of issues and actions taken.